Manufacturer narrative:
The consumer is a (B)(6) female. The consumer's preexisting medical condition states that she has bad knees. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the chair jerks and needs air in the tires. Also the charger is not working. Invacare gave consumer a listing of authorized service centers in her area.

Event description:
Customer alleges charger is no longer working and chair jerks. No injury alleged.